Manufacturer narrative:
(B)(4). Final analysis confirmed the v-wing anchor contained a noticeable bend compared to a different v-wing anchor removed from a sealed package. The bent returned v-wing anchor would not completely thread onto the same catheter segment. Additional information indicated that the anomaly was an inspection escape and a lone instance of occurrence; clarification appeared to have been added to specification. This report is being submitted late following an internal audit.

Event description:
The physician noticed the v-wing anchor was curved and asked if there was an engineering change. There was no patient injury.